Event description:
It was reported that the patient presented in the operation room for implant procedure. The newly implanted right atrial (ra) lead failed to capture during the procedure. The ra lead was not installed, and the procedure was completed using an alternate ra lead on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. As received, a complete lead was returned in one piece measuring 52.5 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: section report type -should be "malfunction" rather than "serious injury". Section h1 ¿ should have choose "malfunction" rather than "serious injury."